Event description:
The hospital reported that the exxcel soft eptfe vascular graft had a crack and there was leakage. Less than 0.1 cc of blood was lost; the pt did not undergo transfusion. A replacement eptfe graft was used to stop the bleeding and complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. (B)(4).